Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulty could not be determined. In this case, it is possible that inadvertent mishandling during sheath or stylet removal, or during device preparation, may have contributed to the reported stent dislodgement. However, because the device was not returned for analysis, it is unknown what may have caused the reported stent dislodgement. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Event description:
It was reported that the procedure was to treat a heavily calcified left anterior descending artery. The 3.5x33mm xience sierra stent was observed to dislodge when advancing over an unspecified guide wire. A 3.5x34mm non-abbott stent was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.